Manufacturer narrative:
Pump received with a constant blank flashing white light on the display and constantly beeping due to vertical cracked lcd controller. Unable to verify missing segments, partial display and perform the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to a constant blank flashing white light on the display and constantly beeping. Pump received with scratched case, pillowing keypad overlay and minor scratched lcd window.

Event description:
The customer reported via phone call that the insulin pump had blank display and screen was flashing and light blank screen. The customer¿s blood glucose level was 140 mg/dl. The insulin pump will be returned for analysis.